Manufacturer narrative:
On (B)(6) 2020, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. This MDR is a result of complaint remediation effort.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "patient's daughter calling to let us know there was leaking from the tubing where it connects to the cassette. The tubing was "bent up against the pump" and the bag was very wet." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).